Manufacturer narrative:
Evaluation of the devices determined the lot/batch numbers could not be identified. No obvious damage was visible when examining the femoral component. Significant damage to the insert's articulating surface was found. Cement was visible on the majority of the bone-interfacing side and appeared well-adhered. Cement was adhered to the inferior surface of the tibial component. The cement appeared discolored in some areas. The tibial component was deformed, with the center of the component being lower than the edges. This could indicate a lack of support beneath the center region in vivo. A patch of damage/deformation was visible near the edge of the component. This was most likely caused by isolated, repeated loading of this region during contact with the femoral component or a bony region in vivo. This could be due to malpositioning, loosening, or subsidence of either component. Damage/deformation, likely caused by third-body debris, was observed on the superior surface of the tibial component; this type of damage is commonly observed on inserts retrieved secondary to loosening. Based on the analysis conducted, the exact cause of the revision was unable to be determined. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The need for corrective action is not indicated based on the evaluation.

Event description:
It was reported that a revision was performed due to pain.